Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter contamination. The following information was provided by the initial reporter: residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-oct-2022. H6: investigation summary : one sample was provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2108068, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process.

Event description:
It was reported that the bd plastipak¿ syringe experienced foreign matter contamination. The following information was provided by the initial reporter: residue in syringes which doesn't dissolve. Customer concerned that syringe sterility has been compromised or that it appears the drug has precipitated in the syringe.